Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia),") in a (B)(6) female patient who had essure (batch no. 101819792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included eczema in 1989. Concurrent conditions included asthma since 1989, obesity and dysfunctional uterine bleeding. Concomitant products included fluticasone propionate (flovent), montelukast (singulair) and procaterol hydrochloride (pro-air). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). In august 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines /headaches") and eczema ("eczema"). The patient was treated with medroxyprogesterone acetate (depo-provera), ibuprofen, allantoin (aveeno), surgery (hysterectomy with bilateral salpingo-oophorectomy-total abdominal hysterectomy), surgery (ablation) and dietary measures (hydroxycut). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia was resolving, the menorrhagia, vaginal haemorrhage and eczema had resolved and the alopecia, migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eczema, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Current weight (B)(6). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event-pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 13-apr-2018: case updated to incident. Plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics, historical condition and concomitant disease added. Essure indication updated and stop date and lot number added. New events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, migraines /headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain and eczema added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia),") in a 25-year-old female patient who had essure (batch no. 101819792 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included eczema in 1989. Concurrent conditions included asthma since 1989, obesity and dysfunctional uterine bleeding. Concomitant products included fluticasone propionate (flovent), montelukast (singulair) and procaterol hydrochloride (pro-air). On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and eczema ("eczema"). In august 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2015, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with medroxyprogesterone acetate (depo-provera), ibuprofen, allantoin (aveeno), morphine, paracetamol (tylenol), oxitriptan (triptan), surgery (hysterectomy(full) with bilateral salpingo-oopherectomy-total abdominal hysterectomy), surgery (ablation) and dietary measures (hydroxycut). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia was resolving, the menorrhagia, vaginal haemorrhage and eczema had resolved and the alopecia, migraine, dysmenorrhoea, weight increased and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eczema, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Current weight 230 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event-pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid) incident : no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia),") in a 25-year-old female patient who had essure (batch no. 101819792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included eczema in 1989. Concurrent conditions included asthma since 1989, obesity and dysfunctional uterine bleeding. Concomitant products included fluticasone propionate (flovent), montelukast (singulair) and procaterol hydrochloride (pro-air). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and eczema ("eczema"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with medroxyprogesterone acetate (depo-provera), ibuprofen, allantoin (aveeno), morphine, paracetamol (tylenol), oxitriptan (triptan), surgery (hysterectomy(full) with bilateral salpingo-oopherectomy-total abdominal hysterectomy), surgery (ablation) and dietary measures (hydroxycut). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia was resolving, the menorrhagia, vaginal haemorrhage and eczema had resolved and the alopecia, migraine, dysmenorrhoea, weight increased and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eczema, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Current weight 230 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event-pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: headache. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.